Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be broken, and a cracked plunger case and bottom case. There was a ?motor rate error" found in the device's event history log. An occlusion test was performed, and the reported problem was duplicated. It was determined that normal wear of the device was the root cause as the device was eight years old. The worm coupling was reported. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a motor rate error. Patient involvement is unknown.